Manufacturer narrative:
This 47-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4). The subject (patient ID: (B)(6)had fallopian tube occlusion insert (batch no. 898929) inserted. The case describes the occurrence of device breakage ('unintentional removal of portion of right coil during procedure'). Other product or product use issues identified: unintentional medical device removal "unintentional removal of portion of right coil during procedure" (seriousness criterion medically significant) from (B)(6) 2013. On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2013, the subject experienced device breakage (seriousness criterion medically significant), 1 year 2 months after insertion of fallopian tube occlusion insert. On (B)(6) 2013, the device breakage had resolved. The investigator considered device breakage to be related to fallopian tube occlusion insert. The reporter commented: a portion of right essure unintentionally removed during d&c by using a curette. Total number of devices removed: 1. According to the physician, the essure coil was snagged with the curette during a dilation and curettage procedure for menonnhagia. Essure was not removed; the broken pieces were retrieved from uterus. Investigator confirmed that d&c was done due to abnormal uterine bleeding which should not be considered as a sae. It was also stated that a piece was left in the left fallopian tube after breakage and no intervention was done since per hsg the tube is still closed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Lot number: 898929. Manufacture date: 2011-08. Expiration date: 2014-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-feb-2021: quality-safety evaluation of ptc. A technical investigation has been conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 47-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 898929) inserted. The case describes the occurrence of device breakage ('unintentional essure removal of right essure (some fragmants remains)'). Other product or product use issues identified: unintentional medical device removal "unintentional essure removal" from 23-oct-2013 to 19-dec-2013. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2013, the subject experienced device breakage (seriousness criterion medically significant), 1 year 2 months after insertion of fallopian tube occlusion insert. On (B)(6) 2013, the device breakage had resolved. The investigator considered device breakage to be related to fallopian tube occlusion insert. The reporter commented: a portion of right essure unintentionally removed during d&c by using a curette. Total number of devices removed: 1. According to the physician, the essure coil was snagged with the curette during a dilation and curettage procedure for menonnhagia. Essure was not removed; the broken pieces were retrieved from uterus. Investigator confirmed that d&c was done due to abnormal uterine bleeding which should not be considered as a sae. It was also stated that a piece was left in the left fallopian tube after breakage and no intervention was done since per hsg the tube is still closed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Lot number: 898929 manufacture date: 2011-08, expiration date: 2014-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jun-2019: investigator confirmed that d&c was done due to abnormal uterine bleeding which should not be considered as a sae. It was also stated that a piece was left in the left fallopian tube after breakage and no intervention was done since per hsg the tube is still closed. We received a lot number in this case. A technical investigation has been conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This 47-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (p(rotocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 898929) inserted. The case describes the occurrence of device breakage ('unintentional removal of portion of right coil during procedure'). Other product or product use issues identified: unintentional medical device removal "unintentional essure removal" (seriousness criterion medically significant) from (B)(6) 2013. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2013, the subject experienced device breakage (seriousness criterion medically significant), 1 year 2 months after insertion of fallopian tube occlusion insert. On (B)(6) 2013, the device breakage had resolved. The investigator considered device breakage to be related to fallopian tube occlusion insert. The reporter commented: a portion of right essure unintentionally removed during d&c by using a curette. Total number of devices removed: 1. According to the physician, the essure coil was snagged with the curette during a dilation and curettage procedure for menonnhagia. Essure was not removed; the broken pieces were retrieved from uterus. Investigator confirmed that d&c was done due to abnormal uterine bleeding which should not be considered as a sae. It was also stated that a piece was left in the left fallopian tube after breakage and no intervention was done since per hsg the tube is still closed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Lot number: 898929 manufacture date: 2011-08, expiration date: 2014-08. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after reconciliation with clinical database, the event "unintentional essure removal" was considered serious. No new follow-up information was received from the reporter. A technical investigation has been conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 000210013) had fallopian tube occlusion insert (batch no. 898929) inserted. The case describes the occurrence of device breakage ('unintentional essure removal of right essure (some fragmants remains)'). Other product or product use issues identified: unintentional medical device removal "unintentional essure removal" from 23-oct-2013 to 19-dec-2013. On an unknown date, the subject had fallopian tube occlusion insert inserted. On 23-oct-2013, the subject experienced device breakage (seriousness criterion medically significant). On 19-dec-2013, the device breakage had resolved. The investigator considered device breakage to be related to fallopian tube occlusion insert. The reporter commented: a portion of right essure unintentionally removed during d&c by using a curette. Total number of devices removed: 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Amendment: the report was amended for the following reason: information and references from deleted duplicate case 2019-102562 were entered. Reporter's information was updated and a new reporter was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This 47-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 21013) had fallopian tube occlusion insert (batch no. 898929) inserted. The case describes the occurrence of device breakage ('unintentional reomval of portion of right coil during procedure'). Other product or product use issues identified: unintentional medical device removal "unintentional essure removal" (seriousness criterion medically significant) from (B)(6) 2013. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2013, the subject experienced device breakage (seriousness criterion medically significant), 1 year 2 months after insertion of fallopian tube occlusion insert. On (B)(6) 2013, the device breakage had resolved. The investigator considered device breakage to be related to fallopian tube occlusion insert. The reporter commented: a portion of right essure unintentionally removed during d&c by using a curette. Total number of devices removed: 1. According to the physician, the essure coil was snagged with the curette during a dilation and curettage procedure for menonnhagia. Essure was not removed; the broken pieces were retrieved from uterus. Investigator confirmed that d&c was done due to abnormal uterine bleeding which should not be considered as a sae. It was also stated that a piece was left in the left fallopian tube after breakage and no intervention was done since per hsg the tube is still closed. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Lot number: 898929. Manufacture date: 2011-08, expiration date: 2014-08. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: after reconciliation with clinical database, the event "unintentional essure removal" was considered serious. No new follow-up information was received from the reporter. A technical investigation has been conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This 47-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 898929) inserted. The case describes the occurrence of device breakage ('unintentional essure removal of right essure (some fragments remains)'). Other product or product use issues identified: unintentional medical device removal "unintentional essure removal" from (B)(6) 2013 to (B)(6) 2013. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2013, the subject experienced device breakage (seriousness criterion medically significant), 1 year 2 months after insertion of fallopian tube occlusion insert. On (B)(6) 2013, the device breakage had resolved. The investigator considered device breakage to be related to fallopian tube occlusion insert. The reporter commented: a portion of right essure unintentionally removed during d&c by using a curette. Total number of devices removed: 1. According to the physician, the essure coil was snagged with the curette during a dilation and curettage procedure for menonnhagia. Essure was not removed; the broken pieces were retrieved from uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. Lot number: 898929. Manufacture date: 2011-08, expiration date: 2014-08. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: quality-safety evaluation of ptc. On 30-may-2019: device breakage questionnaire received: onset date for essure added. We received a lot number in this case. A technical investigation has been conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This female subject was enrolled in a company-sponsored interventional study titled "(B)(6)" (protocol: (B)(6)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 898929) inserted. The case describes the occurrence of device breakage ('unintentional essure removal'). Other product or product use issues identified: unintentional medical device removal "unintentional essure removal" from (B)(6) 2013 to (B)(6) 2013. On an unknown date, the subject had fallopian tube occlusion insert inserted. On (B)(6) 2013, the subject experienced device breakage (seriousness criterion medically significant). On (B)(6) 2013, the device breakage had resolved. The investigator considered device breakage to be related to fallopian tube occlusion insert. The reporter commented: a portion of right essure unintentionally removed during d&c by using a curette. Total number of devices removed: 1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.5 kg/sqm. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.